Event description:
Report received from the USA stating that the device was "running warm" during a routine inspection. The device was used in surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence suggests that this was due to a usage wear over time. The event was confirmed. If additional info is received, a supplemental report will be sent.